Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2018 with the following findings: during investigation, the battery compartment was found to be cracked. There was evidence of moisture in the battery compartment near the keypad connector as well as on the display board. It was also noted that there was a battery compartment leak. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and moisture within. This report is made based on results of investigation completed on 06/21/2018.